Event description:
The customer obtained low (negative) atellica im total hcg (thcg) lot 366 results on a 37-year-old pregnant patient who was pregnant, confirmed by ultrasound. The patient presented to the physician after obtaining a positive over the counter urine pregnancy test. A serum sample was drawn from the patient and tested on atellica im analyzer # (B)(6) using thcg reagent lot 366 and the result was negative (sample ID (B)(6), (B)(6) 2026). The result was reported to the physician but not questioned as this issue occurred in previous pregnancies for this patient (low thcg results becoming positive at four months gestation). Alternate testing was not performed at this time, but ultrasound was performed and confirmed that the patient was pregnant. During a follow up appointment for the pregnancy, a new serum sample was drawn from the patient and tested on atellica im analyzer # (B)(6) using thcg reagent lot 366 and the result was again negative (sample ID: (B)(6), (B)(6) 2026). There are no allegations of patient or user intervention or adverse health consequences due to the event.

Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported an observation of low (negative) atellica im total hcg (thcg) lot 366 results on a 37-year-old pregnant patient who was pregnant, confirmed by ultrasound. The patient presented to the physician after obtaining a positive over the counter urine pregnancy test. A serum sample was drawn from the patient and tested on atellica im analyzer # (B)(6) using thcg reagent lot 366 and the result was negative (sample ID (B)(6), (B)(6) 2026). The result was reported to the physician but not questioned as this issue occurred in previous pregnancies for this patient (low thcg results becoming positive at four months gestation). Alternate testing was not performed at this time, but ultrasound was performed and confirmed that the patient was pregnant. During a follow up appointment for the pregnancy, a new serum sample was drawn from the patient and tested on atellica im analyzer # (B)(6) using thcg reagent lot 366 and the result was again negative (sample ID: (B)(6), (B)(6) 2026). There are no allegations of patient or user intervention or adverse health consequences due to the event. The assay instructions for use (IFU) states the following in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." The assay IFU states the following in the limitations section: "persistent serum hcg results in the range of 10.0¿100.0 miu/ml (more typically 10.0¿50.0 miu/ml) over several months suggest that the patient¿s blood may contain an interfering substance and produce erroneous results. Identified sources of interference that have the potential to bind to and interfere with any component of the assay include: ¿ plasma components (clotting factors) ¿ serum proteins (such as rheumatoid factor) ¿ anti-idiotype antibodies interference can also be caused by: ¿ drugs and drug metabolites ¿ cross-reacting substances" siemens is investigating. Note: this MDR is submitted for the result obtained on (B)(6) 2026 (sample ID (B)(6)). A separate MDR is being submitted for the result obtained on (B)(6) 2026 (sample ID (B)(6)).